Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. On an unreported date, the patient¿s pd catheter was removed (indication not specified). No further detail was provided regarding whether the patient was hospitalized. No additional information is available.